Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that image acquisition system (ias) was stuck at standalone mode. The next step was for the site to reboot the system and it started working fine. No patient was present at the time of the event.